Event description:
This spontaneous report received by a consumer and reported as "presence of a foreign particle in his left arm", concerns a man using novofine (insulin delivery device). Concomitantly the patient uses novpen 3 (insulin delivery device) and mixtard 30 (dual-acting insulin human). The patient's medical history includes: insulin-requiring type ii diabetes mellitus and hypertension. In 2005 the patient discovered that a metal part of the novofine needle was missing after he had injected his insulin. An x-ray revealed the presence of a foreign particle in his left arm. The particle requires a surgical removal in local anasthesia (not yet performed). The patient is trained in the use of the device, but only performs airshots after each insertion of a new penfill cartridge. Furthermore, the device passed a function check. The patient re-uses the needle 2-3 times. The patient has not yet recovered. It is reported that the event has been medically confirmed.